Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved in this procedure? Is there any photo available for analysis review? This medwatch report is in response to receipt of maude event report mw5095223.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and suture was used. The suture broke off at the swage during the surgery. Several sutures broke off. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 08/27/2020. Additional information: "a manufacturing record evaluation was performed for the finished device batch pmh030, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many devices were involved in this procedure? - staff documented several sutures broke during procedure the number is not documented. Is there any photo available for analysis review? - no, photos. Please confirm device's availability. - no product available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.